Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on the left side of the screen. No additional information is provided.

Manufacturer narrative:
Insulin pump had no display anomaly noted, no cracks on display window or on lcd glass. Insulin pump had minor scratches on display window and cracked reservoir tube lip.